Event description:
It was reported that during patient use, a tracheostomy tube was deflating. The customer changed the cannula but this did not solve the issue. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).